Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with missing end cap sticker and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that there was fluid under the lcd display. The customer's blood glucose was 251 mg/dl at the time of incident. The customer's father stated that they treated the blood glucose with manual injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.